Event description:
Customer called to report a screen anomaly on their replacement insulin pump. Customer stated that the screen is green and hard to read. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement and self tests. No display anomaly or missing segments/partial display or cosmetic damage was noted.